Event description:
Meter has not powered on for the past 2 weeks. Pt was experiencing symptoms, of dizziness and feeling lightheaded for two days. Pt has been taking their set amount of insulin even when meter was not working for the past two weeks. They have not used their meter, since it stopped working. Pt was taken to the hosp and their blood sugar at the hosp was 540 mg/dl. Pt was treated with insulin and was kept in the hosp for two days. Customer service checked pt's battery and they looked good and the battery had not been replaced less than a year ago. Customer service was unable to resolve the issue and sent pt a new meter.